Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 20 mg/ml dilaudid at a dose of 9.913 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had withdrawal symptoms which occurred approximately 3 weeks ago. The patient stated they were not experiencing withdrawal symptoms. At the patient's last refill, the patient had volume discrepancy of approximately 9 cc. The patient used a heating pad and a tens unit on his back. The patient had a catheter dye study on (B)(6) 2018, the pump logs werechecked. The catheter was easily aspirated and dye injected and spread into intrathecal. The hcp was to monitor the patient's reservoir volume at next refill. No other actions were recommended by the hcp. The issue was resolved at this time. Surgical intervention did not occur and was not planned. The patient's status was "alive - no injury" and no further complications were expected or anticipated.